Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in (B)(6) for evaluation, where it was visually inspected. Results: visual inspection of the returned rt380 adult dual-heated evaqua2 breathing circuit confirmed the inspiratory elbow and the patient end connector were found loose. Conclusion: we are unable to determine the cause of the reported event. All rt385 adult dual-heated evaqua2 breathing circuits are visually inspected, pressure and flow tested during production and those that fail are rejected. The user instructions that accompany the rt385 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) via a fisher and paykel healthcare (f&p) field representative, an issue with the rt385 adult dual heated evaqua2 breathing circuit. Upon device assessment at fisher & paykel (f&p) in (B)(6), the inspiratory limb connector was found loose. There was no patient involvement.